Event description:
During the use of an optease vena cava filter, it was reported that an approach was made from right femoral vein and the optease filter placement was attempted. However, the filter was placed proximally to the intended position. The filter was removed from the patient with a 10f unknown sheath and another new optease was placed instead. There was no reported patient injury. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device into the patient. The target lesion was ivc with mild calcification and tortuosity. No acute bends noted. The product will not be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that it is unknown what caused or the reason for deploying the optease and being placed proximally to the intended position. The filter was removed from the patient via a femoral approach. According to the initial reporter, the IFU steps were followed. Complaint conclusion: during insertion of an optease vena cava filter, it was reported that the filter was placed ¿proximally to the intended position¿. The filter was removed via femoral approach from the patient with a 10f unknown sheath and another new optease was placed instead. There was no reported patient injury. Approach was made from right femoral vein. The device was prepped per IFU instructions. There were no anomalies noted prior to inserting the device into the patient. The target lesion was ivc with mild calcification and tortuosity. No acute bends noted. The product will not be returned for analysis. Per the account, the procedural films are not available. Per reporter, it was unknown what caused the deployment of the filter in the undesired location. The reporter indicated that the IFU steps were followed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease retrievable filter from the sheath introducer ensure that: the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter. Based on the limited procedural information provided, it is unknown what factors may have contributed to the inaccurate placement of the filter. Based on the limited procedural information provided and without procedural films available for review or product for evaluation, no determination of contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.